Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had arterial line waveform issue. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).